Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5091063.

Event description:
It was reported that the patients midline incision was not healing properly following a lead replacement procedure (3006630150-2022-02689). It was also stated that patients left lead had migrated. The patient underwent a procedure where in the incision was closed. The patient was doing well postoperatively.